Event description:
The pt reported that the pump dispensed insulin from the cartridge during the load step. After the cartridge was changed, the pump reportedly gave continuous loss of prime alarms.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.